Event description:
It was reported that during an implant attempt, the guidewire was stuck inside the lead. The guidewire was pulled out on the table. This lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies found. It was noted that blood was on the distal and proximal ends, lead was not obstructed. The analyst commented, by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).